Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported a primary IV set splitting and leaking during infusion. According to those present the tubing was not under pressure, stretched, etc. When the leak occurred. There was no pt harm and no medical intervention was required. Although requested, no additional pt/event details were provided by the customer.